Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned to isi and evaluated. The customer reported failure mode could not be confirmed. The instrument did not exhibit anything sharp at the distal end. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury that was repaired with sutures. However, the root cause of the patient¿s intra-operative complication is unknown. The fenestrated bipolar forceps instrument involved with the reported injury was returned to isi, evaluated, and no trouble was found.

Event description:
It was initially reported that during the da vinci-assisted right hemicolectomy procedure, the end of the fenestrated bipolar forceps instrument was allegedly ¿sharp.¿ as a result of the instrument issue, the patient¿s bowel was reportedly torn. On november 1, 2018, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgeon confirmed that the issue involved a fenestrated bipolar forceps instrument. The surgeon explained that while grasping bowel tissue with the fenestrated bipolar forceps instrument, the surgical staff noticed a small enterotomy measuring approximately 4-5 mm. The surgeon then took the fenestrated bipolar forceps instrument and grasped other bowel tissue. The surgeon claimed that the jaws of the instrument seemed to have "shredded" the bowel tissue. The surgeon repaired the enterotomy robotically with sutures. The surgeon indicated that the fenestrated bipolar forceps instrument was replaced and the surgical procedure was completed robotically. No post-operative complications have been reported. The surgeon was unsure if the surgical procedure was recorded on video.